Event description:
Information as received that reported a patient was treated in 2008 for an incident of diabetic ketoacidosis. Per the report, the patient had been experiencing labile blood glucose for 3 to 5 days. Additionally they report some concern regarding insulin resistance compounded by long work hours and dietary concerns. Reportedly, the patient was hospitalized on the same day. Upon admit to the hospital, her blood glucose was 524 mg/dl. She was diagnosed with diabetic ketoacidosis and treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.